Event description:
Per the clinic, on (B)(6) 2014 the patient was prescribed a seven day course of oral antibiotics due to an infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.